Manufacturer narrative:
Additional information was received that the patient is able to walk. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient experienced weakness and the inability to move the left leg one hour after having a lead implant procedure. The patient underwent an explant procedure and an epidural hematoma was evacuated. The paralysis was assessed to be procedure related. The patient has returned home. The physician assistant stated that the patient has a history of mental disorders where she claims to be unable to move her legs.

Event description:
A report was received that the patient experienced weakness and the inability to move the left leg one hour after having a lead implant procedure. The patient underwent an explant procedure and an epidural hematoma was evacuated. The paralysis was assessed to be procedure related. The patient has returned home. The physician assistant stated that the patient has a history of mental disorders where she claims to be unable to move her legs.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.